Event description:
The customer reported being admitted twice to the hospital in july for high blood glucose of 600mg/dl. The customer stated that she had a minor heart attack the second time she was hospitalized. The customer also stated that the infusion set was changed and her blood glucose continued being high. Troubleshooting was performed. The settings on the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.